Event description:
Pt had been experiencing higher than normal blood glucose results (values not provided), for the past few days, while using the suspect device. No reference value was provided. While on the phone with tech support, reporter performed quality control tests; the results fell outside of the acceptable range. At the time of the report, pt had just obtained a blood glucose result of 43 mg/dl. Although pt reportedly felt well, she self-treated by eating ice cream. No pt injury was reported. Tech support requested the return of the suspect product and replacement product was shipped.